Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). In (B)(6) 2011, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient was diagnosed with peritonitis and hospitalized. On (B)(6) 2011, the patient began remedial treatment with amikacin (950 mg, once daily, ip, ongoing), vancomycin (1 gm, loading dose, ip), and cefepime (1 gm, once daily, ip, ongoing). The peritonitis was resolving. The outcome of the break in aseptic technique was not reported. Dianeal pd2 ultrabag was ongoing and the patient remained hospitalized. The reporter believed the peritonitis was unrelated to dianeal therapy and the cause of the peritonitis was the break in aseptic technique. The nurse and did not provide an opinion of causality for the break in aseptic technique.